Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm silence issue was confirmed via a provided video file, revealing that the purposefully triggered no external power alarm was unable to be silenced. A few other alarms were purposefully triggered and were able to be silenced. The system controller was not returned for analysis, and no log files were associated with the reported event. Per additional information, the controller was not exchanged and was now stated to be working as intended. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook states that a no external power alarm can be silenced for up to 2 minutes at a time by pressing the alarm silence button. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when testing the patient's backup controller, the customer was unable to silence the hazard alarm that was initiated following a double power cable disconnect. The backup battery performed as intended and the demo pump continued to work with the alarm. The driveline was removed and an appropriate audible hazard alarm was initiated. This could be silenced by pressing the alarm silence button on the controller as normal. The driveline was reconnected and the demo pump was restarted. This process was repeated on the new controller. The backup battery was not completely charged. Related manufacturer number for the new controller with the backup battery not being fully charged.